Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (patient death/treatment) has been evaluated. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, the sd card was faulty. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the faulty sd card could not be positively identified. Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (patient death/treatment) has been evaluated. Upon evaluation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u726 and shorted u725 on the distribution node (dn) pca. In addition, the trunk cable was pulled from the strain relief, separating the heat shrink from both solder joints inside the dn. The root cause for the thermally damaged u726 and shorted u725 could not be positively identified. The root cause for the strained cable was excessive force. It is unknown when the monitor and electrode belt malfunctioned. Monitor sn: (B)(4), manufacturing date: 04/19/2012. Electrode belt, manufacturing date: 03/01/2016.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reportedly passed away while not wearing the device on (B)(6) 2019. It is unknown on what day the reported treatment took place. A nurse reported that the patient had been admitted to the hospital on (B)(6) 2019. The nurse reported that the patient went into ventricular fibrillation and was responding to hospital staff. The nurse reported that there was blue gel. The lifevest was removed and hospital equipment was used. The patient was then admitted to the ICU and passed away on (B)(6) 2019. The nurse and the patient's sister reported that the patient was not wearing the device at the time of passing. Zoll was unable to confirm the alleged treatment or determine if the patient was in vt/vf at the time of the treatment, as the lifevest was unable to power up and the continuous data recordings were unavailable due to a faulty sd card. There were no allegations that the device caused or contributed to the patient passing.